Event description:
It was reported that during a cadaver lab, it was noticed that the device would not turn off. A replacement device was used to complete the lab. No effect on the cadaver was reported.

Manufacturer narrative:
Investigation results: a visual inspection was conducted on the vh-3000 device. It was observed that the tri-heater wire assembly was clean and appeared to be undamaged. The device was then connected to a power supply. The power supply was turned on with the jaws open, the center conductor on the hot jaw glowed red and the device had not yet been turned on by the handle switch. Glowing red is normal, however, the complaint that the device "would not turn off" is confirmed. It was not possible to performed an lhr review since the lot # was unk.